Event description:
During stone removal in the duodenum near the ampulla, the physician used a cook memory ii double lumen extraction basket. It was initially reported that the doctor asked the nurse to prepare a memory basket for stone removal. The nurse unpacked the product package and pulled and pushed the handle to confirm the product. There was no problem at that time. However, after the basket was inserted in the cbd, when she tried to open the basket, basket didn't come out from the sheath. This was considered not reportable because unable to advance the basket out of the sheath has not historically caused patient harm. This device returned on (B)(6) 2024 and the basket was partially extended when returned. The basket would not retract due to the handle and drive wire separated and nesting inside the purple hub which is reportable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket partially extended and the basket was attempted to be retracted and the basket did not move. The handle was manipulated with no movement from the basket and then disassembled to show the drive wire was separated from the handle. There was nesting of the wire inside the purple hub observed when the handle was disassembled. For further evaluation of the drive wire cable and basket, the catheter was cut to push the basket out of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. A clear substance was observed within the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of unable to manipulate the basket. This report was due to a separation of the device in the handle. The cause of the separation is unknown. The instructions for use states: "confirm the desired position of the basket sheath relative to the target. Advance the basket out of the sheath by pushing forward on the handle. Caution: pulling on the sheath while advancing or retracting the basket may damage the device, rendering it inoperable." The instructions for use also indicates: "advance the device through the channel, in short increments, until the basket sheath exits the endoscope." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.